Event description:
On 10/3/95 at approx 1:45 am, staff went into pt room & found pt over the right side of the bed with restraint still on. Resident was cyanotic from waist to feet & his face was very pale. An indented area was noted just below rib cage, caused by vest restraint. He was breathing & made several grunting sounds. Emergency med service was called by nursing staff; however, pt had a do not resuscitate order, & CPR was not performed by staff or emergency persons. EKG strip was run on pt, & he ceased to breathe & there was no heartbeat at 2:13 am. According to physician discharge summary, the physician believes that pt was in "extremus". Staff had not heard him call out for help or any other noise to indicate he was in distress. Restraint was applied correctly according to staff. This type of restraint had been used by pt since his admission on 1/16/95.